Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was removed and replaced with a spectra penile prosthesis (spp) due to pump erosion. It was noted that the erosion had started "2 weeks prior to surgery." The sales representative stated this facility treats pump erosion like an infection, and a washout was performed. The physician added that this patient was diabetic and may be a "possible cause" for the erosion. No further patient complications were reported in relation to this event.